Event description:
This ra lead was implanted on (B)(6) 2018 and was positioned in the bundle of his and remains implanted at this time. A call was placed to technical services on 07/30/2018 stating that loss of capture from the atrial pace which are followed shortly after by an atrial sense was noted on this lead. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).